Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection was performed and the helix was noted to be clogged with blood/tissue. After cleaning, the helix was able to extend and retract. Electrical testing did not find any indication of internal shorts. The measured full helix extension length was within specification. The reported event of lead dislodgement was not confirmed.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was explanted and replaced and the patient was stable with no consequences.